Event description:
It was reported that during an ipg revision procedure (see MFR. Report 3006630150-2024-01165) the physician discovered high impedances on the lead during testing. It was then found that the lead tail was kinked and fractured with only several usable contacts. The physician applied surgical glue on the fractured lead to isolate it from any current leakage. The patient received adequate stimulation coverage and the lead was left in situ. The lead will continue to be monitored.